Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery (pda). After a guidezilla guide extension catheter was placed, predilation was performed with a non bsc balloon catheter. A 2.25 x 20 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was completely removed and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.